Event description:
The following information was provided: I&d on the left hip with head/liner exchange due to persistent infection.

Manufacturer narrative:
"The following devices were also listed in this report: delta c-taper head 36mm -2.5; cat # 18-36-3; lot # 98594902. Ti sleeve for alumina head; cat # 17-0000e; lot # 6t8e1d. Tridentii tritanium cluster48d; cat # 702-04-48d; lot # 17965551a. Standard insignia collared hip stem; cat # 7000-5502; lot # 99481703. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience."